Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information reported imaging was taken which confirmed the lead has migrated. Surgical intervention was undertaken wherein the lead was explanted and replaced to address the issue. Therapy was restored post-operation.

Manufacturer narrative:
Date of event and patient weight are estimated.

Event description:
It was reported the patient experienced uncomfortable stimulation (motor stimulation). As a result, surgical intervention may take place in the future to address the issue.